Event description:
It was reported that the pump battery would not charge because the usb port had become too loose for the charging cable, resulting in the pump not being able to charge properly and the screen remaining dark. There was no reported adverse impact to the customer's blood glucose level. Despite trying different wall outlets and adapters, the issue persisted. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was guided on how to put the dysfunctional pump into storage mode for return and was provided with a pre-paid label for returning it to tandem.